Event description:
According to the reporter. That when the device was insufflated it broke. No injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the devices noted that the trocar balloons had a cut. The obturators were unable to be removed from the cannula because the grey flapper valves were damaged. The lock collars appeared intact. The inflation syringes were not received. The condition in which the devices were received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloons may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.